Event description:
The ge oec 9800 fluoroscopy system had mag 2 mode that did not function correctly.

Manufacturer narrative:
A ge oec service rep investigated the issue and found a broken high voltage cable that was repaired to fix the malfunction. The system was further tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provided any pt info with respect to this issue.